Event description:
Caller reported experiencing elevated blood glucose levels in the high 200 mg/dl range. Caller alleges the elevated readings are due to the pump not delivering insulin properly. Caller stated he is having to double his insulin. Caller reported he changed the accessories several times. Caller stated he has been able to self-treat and has not needed any outside assistance. No adverse event reported. Requested return of the alleged pump, cartridge, and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.